Event description:
During a fragmentation procedure, the fragmentation handpiece was not able to be calibrated. Another unit was used for the procedure. However, after the procedure, the handpiece was able to be calibrated.